Event description:
It was reported a pt underwent carotid artery stenting and angioplasty. A gore embolic filter was used for embolic protection. A stent was deployed and post-dilated. During filter retrieval, the stent was pulled into the common carotid artery, and appeared to be folded over. The filter was removed. The physician then attempted to secure the folded stent to the vessel wall with another stent, but was unsuccessful. The case was abandoned.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. A device analysis is currently in progress. Additionally, a review of case images is currently in progress.